Event description:
Pt was started on hemodialysis with syringes in heparin infusion pump. Noted blood backing up into the syringe and blood dripping from syringe to base of machine. Pt noted that this was related to a crack in the syringe barrel. It is estimated that there was 10-15 cc of blood loss.

Manufacturer narrative:
Upon receipt of the complaint, a production tracing was commenced. The subject lot contained 996,300 pieces syringe (with and without) needle. No abnormalities were found during review of all in-process records. Currently, spray, air bubble, and stretch trace on the inside wall and burr are inspected. These in-process inspections will be strengthened. Eval of actual sample involved in incident is ongoing.